Event description:
Additional information was received on 2/27/18. Hemostasis was obtained with the anchor-collagen seal of the angio-seal device. The knot slides and it usually goes lower only to almost half the arterial wall. What did not work was the automatic compacting tube. This compaction was ensured with the maneuvers described in our troubleshooting for this situation. There was no other equipment or devices used with the angio seal. The procedures were without complications and the punctions revised with angiographies (translated: puncture site confirmed with angiography) the closure was used at the end to complete the case. There was no blood loss. The hemostasis was effective. It went not down but it did not come out of the centimetrated introductor shaft, (translated: introducer sheath), the automatic compacting tube.

Manufacturer narrative:
The report is being submitted as follow up no. 1 to provided additional information.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 20 has been referenced in the conclusions section of h6. A review of the device history record of the product code/lot# combination was conducted no findings.

Event description:
The user facility reported that the compacting tube in angio-seal evolution that is responsible for the correct placement of the collagen on the arterial wall, did not descend and remained inside the introducer and was unable to see the green mark at any time. The collagen had gone down to the arterial wall and has achieved hemostasis without any unwanted consequences in vascular access. Diagnostic cerebral arteriography was performed. Afc puncture right. Introducer 5f. Correct hemostasis, the compacting tube does not descend even when the tension is higher than usual. It was reported that there was no harm to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. One 6fr angio-seal evolution device was retuned for evaluation. No other accessory components were returned. Visual inspection revealed blood like substance on the device. The hemostatic sheath was properly mated with the deployment sleeve in the full rear lock position with the color bands exposed. The tamper tube was visible and present outside the carrier tube assembly. Both green markers were visible. Approximately 9.5" of suture was exposed from the carrier tube assembly. No collagen or anchor remained on the distal end of the suture. The button was stiff, and the gap between the upper and lower handles of the device measured 0.046". No other anomalies were noted with the device. The device was x-rayed. The drive gear was visualized and was noted to be properly seated. The gearbox assembly was seated within the grooves of the lower handle in the distal position. No anomalies were found. The upper handle was separated from the lower handle. The gearbox assembly was then found to be in the distal position with no remaining rack beyond the gearbox assembly. One turn of suture was present around the spool. The suture was attached appropriately with no other visible anomalies noted. Functional testing was conducted. The drive gear was rotated to return the rack to its proximal position. Tension was applied to the suture remaining outside of the carrier tube assembly. The rack advanced with no resistance experienced. This test was repeated and resistance could not be encountered. The complaint could not be confirmed for tamping mechanism issue. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.